Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced sharp and tearing vaginal pain and mesh erosion. An excision of mesh was performed.

Manufacturer narrative:
This MDR was created to document additional information received. Coloplast has not been provided any corroborating evidence to verify the information in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated exposure, urinary problems, and neuromuscular problems. Patient experienced 1 cm erosion of tot reported on vaginal exam, reproducible pain upon palpation. Erosion noted along midline of vagina on (B)(6) 2010. An excision of tot with spinal anesthesia was performed on (B)(6) 2010.